Manufacturer narrative:
G4: 28mar2020. B4: 30mar2020. A gas delivery system (gds), power management (pm) board, data cable and central processing unit (cpu) were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/15/2019.

Event description:
It was reported that the ventilator shut down while in use on a patient. The ventilator was being used on a patient at the time of the reported event. However, there was no patient harm reported.

Manufacturer narrative:
The service engineer (se) inspected the device. The se found multiple error codes in the ventilator diagnostic logs for calibration error and a pressure error code. The se replaced the gas delivery system (gds), power management board, da to motor controller cable and central processing unit (cpu) board and the issue was resolved. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.